Manufacturer narrative:
(B)(4). Also were involved plc271200/14348166 and plc231400/14428714. Rlt281412/14461749 (B)(4). Plc231400 /14428714 (B)(4). Plc271200/14348166 (B)(4). Images are not available for analysis. According to the gore excluder aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement. According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2016, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the gore excluder aaa endoprosthesis featuring c3 delivery system (rlt281412/14461749) was implanted at the left side and positioned below the renal arteries. Cannulation was performed and the gore excluder aaa endoprosthesis contralateral leg component (plc231400 /14428714) was inserted at the right side. The ipsilateral leg was extended with a plc271200/14348166 device. The final computed tomography angiography (cta) confirmed that the procedure was completed without any issues. The patient tolerated the procedure. On (B)(6) 2016, a CT scan was made and it was noticed that proximal part of the ipsilateral leg was compressed by the proximal part of the contralateral leg component which appeared to be positioned approximately 1 cm above the flow divider. There was still sufficient contrast and flow going to the left side. A follow up CT scan on (B)(6) 2016, showed that a proximal ipsilateral leg was almost occluded due to compression of the proximal part of the contralateral leg component. The physician tried to place an additional 9 mm self expanding stent. The stent was implanted but this was not successful to reopen the proximal ipsilateral leg sufficiently. The physician decided to do a femoral-femoral crossover to ensure blood flow to the patient's left leg. Patient was doing well following the procedure.